Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had an insertion difficulty to a non-bsc device. The physician was eventually able to force it in and all measurements looked good. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.